Manufacturer narrative:
The results of this investigation concluded there was outflow thrombus on all three cusps which immobilized the cusps. No acute inflammation or calcifications were present in the valve. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the thrombus was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, a 25 mm biocor valve was implanted in a patient with rheumatic heart disease. In (B)(6) 2016, severe aortic stenosis was noted. On (B)(6) 2016, the valve was explanted and calcification and tissue ingrowth was found on the valve. A 25 mm epic valve was implanted and the patient is reported to be in good condition.